Event description:
The patient's family reported via the patient's health care provider (hcp) on (B)(6) 2016 stating that the patient had multiple revisions of their epidural stimulator. Additional information received from the health care providers (hcp) on (B)(6) stated that they had no record of the reported revisions. There were no patient symptoms reported. The indications for use were non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.